Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause was not determined. The patient had been told to turn therapy off until she could get a replacement battery. This had been discussed with the patient¿s physician and they were working on scheduling the replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. Information was reported that the rep met with the patient yesterday and did a reprogramming session using the restore app. The patient has group a with programs 1 and 2. When he would do anything in program 3 of group a, such as selecting an electrode or making changes to the amplitude, the patient would feel their therapy turn off and on. The rep was not able to finish programming as whenever he made changes it made the patient feel sick. The patient called the rep last night and their therapy continued to turn on and off. The contact used: contact used. Program 1: double guarded 0-3 program 2: 2 cathodes and four anodes 0-5 program 3: did try using top of left and right lead with no success. Diary: 3% stim usage over last 30 days 100% stim on since last session. The rep also checked impedances and they were between 600-1300 ohms. The patient's dairy suggests that the patient is barely using their therapy and that it has not turned off since yesterday's session. No further complications were reported. No additional patient symptoms were reported.